Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab for fourteen pts, but only had result for one. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 3.0. On (B)(6) 2011, pt's coumadin dose was changed based on inratio result because expectation was that pt would be greater than 4.5 inr.